Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for a few seconds the cannula had not inserted into the infusion site. In addition the pod's needle was found to have not retracted upon initial activation. The patients reported blood glucose level was 300 mg/dl. As treatment, the patient applied a new pod. The pod will not be returned as it has been disposed of.